Manufacturer narrative:
Motor error alarmed during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor was test outside of the device and passed. No damage found on motor. Drive support disk was inspected and no anomaly was noted. Unit received with scratched lcd window and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Closed to the public under the freedom of information act.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.